Event description:
During a surgical procedure, laparoscopic partial sigmoid colectomy, a device (ethicon endoscopic multiple clip applier) malfunctioned on the sterile field before being used on the patient.